Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they had the permanent implant on wednesday and they were supposed to be called but they never got a call, wednesday was wonderful but now they are still peeing in their pad, they used 1 pad yesterday and 3 pads today and that they were not supposed to, it's not working right. Reviewed information, offered and assisted pt to use their equipment and increase their amplitude by one tenth. Pt confirmed they noticed comfortable sensation in their bike seat region. Later on, in the call pt mentioned their ins site felt warm. Redirected pt to report the ins site warmth to their doctor. Pt then said it no longer felt warm it felt better. Reviewed to monitor the effect and continue working with their doctor. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.